Event description:
It was reported that during testing conducted at the healthcare facility, the core sumex drill was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.